Event description:
It was reported that there was a poly exchange due to possible patient infection.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
Additional devices listed in this report: cat 5512-f-501, lot gkzn, description: tri ts femur sz5 left. Cat 5565-s-017, lot m7l45d, description: tri press-fit 17mm x 100mm. Cat 5541-a-501, lot hhxl, description: tri fem dis augment 10mm size 5 left. Cat 5544-a-500, lot dteh, description: tri post augment sz5 10mm. Cat 5540-a-502, lot dxlb, description: tri fem distal augment 5mm ¿ size 5 right. Cat 5521-b-500, lot idjv, description: tri ts baseplate size 5. Cat 5570-s-080, lot m4l04ai, description: tri total knee system offset adapter 8. Cat 5565-s-017, lot m6s76ad, description: tri press-fit stem 17mm x 100mm. Cat 5546-a-501, lot n1n72er, description: tri lm/rl tib aug sz5 10mm. Cat 5537-g-516, lot mikay8a, description: no 5. Tri ts plus tibial ins x3 poly 16mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. An event regarding infection involving a no 5. Triathlon ts plus tibial insert x3 poly 16mm was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. A device history review confirmed all devices accepted into finished goods conformed to specifications. A complaint history review confirmed no similar events for the reported lot or sterile lot. The source of the infection could not be determined as further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a poly exchange due to possible patient infection.